Event description:
It was reported by the patient that the air coming from the ventilator is very hot and causing throat irritation/pain.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (aneurysm enlargement); (unknown cause of event); conclusion: (unknown cause of event); known inherent risk of a procedure (aneurysm enlargement).